Event description:
It was reported that the pump over infused. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not broken. There was no evidence to review in the device's event history log. An accuracy test was performed and the reported issue was duplicated. The cause of the reported issue was due to an out of specifications delivery. As a result, the expulsor assembly was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown.